Event description:
It was reported that the customer had a motor error alarm and no delivery on the insulin pump. Customer's blood glucose level was 7 mmol/l. Customer was assisted in performing a 5.0 u fixed prime. Customer stated the insulin did exit. Troubleshooting was performed and it was explained that there may have been a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer advised to change entire infusion set. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.